Manufacturer narrative:
Manufacturer reference: (B)(4). Catalog#: unknown but referred to as a cook celect platinum filter . Expiration date: unknown as lot# is unknown. Summary of investigational findings: according to the description the filter was tilted prior to the retrieval procedure. The retrieval set used is a cook clover snare. The physician tried an advanced technique using 2 benson wires, however, the wires entangled in the ivc filter and caught. The physician was unable to disconnect or pull the wires back out of the patient due to the wires were hung on the filter. The filter remains in the patient. The patient is in the hospital, getting a cta and a consult from a cardio surgeon. However, it is also reported that, the patient is fine and there is no future treatment or intervention. Unknown for how long time the filter has been implanted prior to the retrieval procedure. The root cause for this event is considered to be related to user handling. Filter retrieval is occasionally difficult. From the published scientific literature filter tilt inside the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well-known risk in the literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. Lot and rpn are unknown; however the celect filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended prior to the retrieval procedure, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. (B)(4). Catalog#: unknown but referred to as a cook celect platinum filter. Summary of investigational findings: according to the description the filter was tilted prior to the retrieval procedure. The retrieval set used is a cook clover snare. The physician tried an advanced technique using 2 benson wires, however, the wires entangled in the ivc filter and caught. The physician was unable to disconnect or pull the wires back out of the patient due to the wires were hung on the filter. The filter remains in the patient. The patient is in the hospital, getting a cta and a consult from a cardio surgeon. However, it is also reported that, the patient is fine and there is no future treatment or intervention. Unknown for how long time the filter has been implanted prior to the retrieval procedure. The root cause for this event is considered to be related to user handling. Filter retrieval is occasionally difficult. From the published scientific literature filter tilt inside the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well-known risk in the literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. Lot and rpn are unknown; however the celect filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended prior to the retrieval procedure, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. (B)(4).

Event description:
Description of event according to complainant: the physician was attempting to retrieve a previously placed ivc celect platinum filter with a clover snare. Due to a tilt on the filter the retrieval was unsuccessful. The physician tried an advanced technique using 2 benson wires, however, the wires entangled in the ivc filter. The physician was unable to disconnect or pull the wires back out of the patient due to the wires were hung on the filter. The patient was taken to or to try to retrieve the ivc filter and wires. Upon trying to retrieve both, the filter was lost in the superior vena cava and they were unable to grasp it again which now remains in the patient. The patient is in the hospital, getting a cta and a consult from a cardio surgeon. Patient outcome: the patient remains in the hospital and will consult a cardio surgeon. According to area representative: "all turned out well for the patient".

Manufacturer narrative:
(B)(4). Investigation is still in progress. (B)(4).

Event description:
Description of event according to complainant: the physician was attempting to retrieve a previously placed ivc celect platinum filter with a clover snare. Due to a tilt on the filter the retrieval was unsuccessful. The physician tried an advanced technique using 2 benson wires, however, the wires entangled in the ivc filter. The physician was unable to disconnect or pull the wires back out of the patient due to the wires were hung on the filter. The patient was taken to or to try to retrieve the ivc filter and wires. Upon trying to retrieve both, the filter was lost in the superior vena cava and they were unable to grasp it again which now remains in the patient. The patient is in the hospital, getting a cta and a consult from a cardio surgeon. Patient outcome: the patient remains in the hospital and will consult a cardio surgeon. According to area representative: "all turned out well for the patient".